Event description:
Customer reported that the up button on the insulin pump was stuck and unresponsive. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace on the up and down buttons. The device had minor scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window, and missing end cap sticker.